Manufacturer narrative:
Correction: it was the electrode array that extruded into the outer ear canal; not the receiver/stimulator as previously reported in initial MDR submitted on february 20, 2025. Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to no sound with the device and extrusion of the receiver/stimulator. The patient was reimplanted with another cochlear device during the same surgery.